Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was replaced due to irritation of the pocket site because the ipg was located at the belt line area. The pocket site was relocated. Follow up revealed the patient received adequate stimulation post-operatively and is doing well.